Event description:
The affiliate reported the customer alleged erroneous hypersensitive thyroid-stimulating hormone (htsh) and digoxin patient results involving unicel dxi 800 access immunoassay system. The customer obtained imprecise tsh results, within the normal reference range, for one patient and elevated digoxin results, above the labeled therapeutic range, for a second patient. The retest digoxin result recovered a lower value, within the therapeutic range, for the second patient. The customer noted recent substrate bubble detection and reagent pipettor 1 vacuum outside limits system errors. The customer stated quality control (qc) had been erratic, but was within the reference range after repeat. The customer performs delta checks to compare initial and final results and retests patient samples if the difference in the results is 10% or greater. The customer indicates unexpected high or low patient results are also retested. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
Beckman coulter field service engineer (fse) performed and completed failing high sensitivity system check to meet system performance. The fse replaced the peristaltic pump tubing, duck valve, and aspirate probe #1 vacuum pump, which was determined to be not within specifications. The fse replaced the instrument aspirate probes and damaged dispense probes. The fse performed all alignments, volume checks, and exercisers. The fse performed a passing high sensitivity system check and successfully completed quality control (qc) after repairs were completed. The instrument conformed to the manufacturer's published performance specifications. Prior to the fse's arrival, the customer performed comparison studies on both unicel dxi 800 access immunoassay systems, on (B)(6) 2012 and (B)(6) 2012, with no evidence of erroneous or discrepant results.